Event description:
B. Braun duplex cefazolin 1g 50ml bag was found to be defective. IV set port was not connected to the inside of the bag. Only one bag of this lot number was found to be defective all others appeared ok.